Event description:
It was reported by the customer that the device was displaying the service indicator and had error codes in memory. It was later reported that the device would not power on. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio - control provided customer with the part number and price for a replacement main monophasic pcb. The customer later indicated that the device will not be repaired, due to the age of the unit and repair cost. The device has been removed from service. The device has not been returned to physio - control for evaluation, therefore further investigation cannot be performed.